Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt called for help reaching out to the manufacturer representative (rep). Pt wanted to know who their rep was. Reviewed the role of rep and the process of contacting the field and redirected pt to healthcare provider (hcp). Pt reported having lots of leg pain and stim only working on the right leg. The issue started a couple of weeks ago, but last night was the worst. Pt was woken up at 4 am. It took an hour to find a position. Any time pt tried to extend the stimulation all it did was the right side and did nothing to the left leg. Pt said the therapy had been great for 3 years. The patient was redirected to their hcp.